Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule mostly closed, visual analysis showed the handle appears intact. The deployment knob appears to retract and advance the capsule. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. Voids are observed along the proximal end of the capsule. A kink is observed on the inner member shaft close to the spindle hub. On applying minimal pressure and pressing the meeting point between both deployment knob components, the deployment knob components partially separated at the carriage end. A stress mark is observed on one of the deployment knob tabs. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. During the second recapture, a sound was heard and the actuator separated. The subject dcs was returned for analysis. Delamination between the capsule outer polymer and the nitinol frame was observed on the capsule. This typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. A kink was observed on the inner member shaft, however the description of the event does not indicate that this kink occurred during the reported issue. Inner member shaft kinks have historically been seen on devices returned with the capsule open, as was observed in this case. The device was returned with the actuator connected, and when minimal force was applied, the actuator separated. Damage was noted on one of the actuator tabs. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, the implant depth was determined to be too shallow and the valve was recaptured. The valve was again deployed to 80% and again the implant depth was too shallow. Half way through the valve being recaptured for the second time, a smashing sound was noted. Upon visual inspection, one side of the actuator handle separated. The actuator handle was put back into place and the remainder of the valve was recaptured. Although it was suggested that the valve be removed from the patient and a new delivery catheter system (dcs) be used, the physician decided to deploy the valve using the same dcs. The actuator handle was able to be rotated and the valve was successfully implanted. No adverse patient effects were reported.